Event description:
International customer reported that a patient developed a recurrent hernia six days following an initial hernia/abdominal wall defect repair with mesh implant. The patient reportedly had a violent cough immediately preceding the onset of the hernia. The patient was subsequently returned to surgery for repair. The existing device was explanted, and replaced with another mesh product. The surgeon reportedly commented that the wrong mesh was selected, and implanted in the initial procedure. No further information is available.

Manufacturer narrative:
Conclusion: a review of the batch manufacturing records was conducted. This review did not identify any non-conformances and the batch met all finished good release criteria. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.